Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 54 mg/dl. Customer had blood glucose level of 80 and 90 mg/dl. Customer was treated with glucose gummies. Customer stated that the drive support cap was normal. Customer was alleging insulin pump for over delivering because customer's blood glucose level was going down. Customer was using auto mode. The insulin pump will not be returned for analysis.